Event description:
It was reported that after an implantation of the anterior fixation construct, the screw broke at unk time post op. The revision surgery was performed and the whole construct was replaced with a smaller sized plate system.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.